Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 201 mg/dl. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.